Event description:
The physician used a wilson-cook quicksilver bipolar probe during and edg procedure. The report indicated the tip of the bipolar probe detached in the body portion of the patient's stomach as the device exited the end of the endoscope. Also, the report indicated the tip detachment occurred prior to cautery application. Extraction of the detached ceramic tip was completed using biopsy forceps. Post procedure the patient's condition was reported to be good.